Event description:
The customer called to report a protruding drive support disk. No other damage reported. The customer stated that she changed the infusion set three days ago, and received a motor error alarm during the manual prime. The customer had to prime several times before she was able to get the insulin pump to work. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump gave a motor error alarm during the basic occlusin test and was unable to prime due to a protruded/loose drive support disk. No alarms noted. The motor passed the motor test. The insulin pump had scratches on the lcd window.